Manufacturer narrative:
System analysis/service repair on 09feb2016: the laser system was tested and low power output was confirmed; the root cause of the low power output was determined to be the result of a faulty focus lens. The focus lens was replaced; the system was tested and verified to specification.

Event description:
It was reported that during a "calcul rhenal" (urology stone) procedure, a loss of console efficiency; "fiber test - > 56 %", was noticed at beginning of surgery with two fibers. The procedure was postponed and the patient was to be rescheduled after repair. There was no patient injury was reported.